Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The customer specified that the delivery issue occurred twice, when two cartridges reached a half-filled level, and no insulin was delivered any longer.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.